Event description:
The device was retuned for analysis.

Manufacturer narrative:
Customer returned device for an alleged failed battery alert/battery failed alarm and exposure to moisture found on october 10, 2022. The device passed the self test, displacement test and active current measurement. However, the device had a high sleep current measurement. The device was monitored and no failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. No power error 25, low battery alert and power loss alarm recorded in the formatted history file for the event date. However, replace battery alert was recorded and found in the formatted history file on: october 10, 2022 20:37:00.000 replace battery now alarm was recorded and found in the formatted history file on: october 10, 2022 20:47:00.000 october 10, 2022 20:57:00.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: october 11, 2022 02:36:45.000, october 11, 2022 02:37:29.000 october 11, 2022 02:37:47.000, october 11, 2022 02:47:00.000 device was cut open to perform visual inspection and found corrosion on the electrical board 1, electrical board 2, force sensor, motor and vibrator¿assembly noted. Corrosion was also found on the battery tube assembly noted. The original electrical board 2 was cleaned, installed in a test electrical board 1, case, internal battery and motor. Powered the device on using the battery simulator and continued testing. The device failed the sleep current measurement. The original electrical board 1 was cleaned, installed in a test electrical board 2, case, internal battery and motor. Powered the device on using the battery simulator and continued testing. The device failed the sleep current measurement. The device had a high sleep current measurement due to corrosion on the electrical board 1 and electrical board 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a cracked reservoir tube lip, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Failed battery alert/battery failed alarm and unexpected battery power loss or replace battery alert/replace battery now alarm were confirmed. Failed battery alert/battery failed alarm and unexpected battery power loss or replace battery alert/replace battery now alarm due to corrosion on the electrical board 1 and electrical board 2. During visual inspection, corrosion was found on the force sensor, motor and vibrator¿assembly noted. Corrosion was also found on the battery tube assembly noted. Device exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a failed battery alarm. It was reported that corrosion in the insulin pump . No harm requiring medical intervention was reported. Troubleshooting was performed and customer will discontinue using the device and will be returned for analysis